Manufacturer narrative:
The lot was manufactured from december 11, 2019 - december 13, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The device was filled with 5-fluorouracil and sodium chloride to a total fill volume of 111ml. There was no patient involvement. No additional information is available.